Manufacturer narrative:
An investigation was initiated in response to a customer complaint for false resistant oxacillin results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321144103). The customer¿s isolate was received and the identification of the isolate was confirmed as staphylococcus aureus via vitek® ms (99.9% confidence). Investigational testing of the isolate included vitek® 2 cards from the customer¿s lot (1321144103) and a random lot (1321316203), both in duplicate. In addition, oxacillin agar dilution, cefoxitin disk diffusion and alere pbp2a testing were also performed. For all four cards tested, an oxacillin mic = 0.5 mg/l (susceptible) was obtained. Oxacillin agar dilution (mic = 1 mg/l) and cefoxitin disc diffusion (24 mm) were both susceptible, while alere pbp2a was negative. The customer¿s false resistance was not duplicated. The vitek® 2 ast-gp67 test kit cards are in essential and categorical agreement with the reference method and are performing as intended. Ast-gp67 lot 1321144103 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of false resistant oxacillin results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321144103). Repeat analysis with the vitek® 2 ast-gp67 test kit obtained a susceptible result. Initial vitek® 2: oxacillin mic >= 4 mg/l (resistant). Repeat vitek® 2: oxacillin mic = 0.5 mg/l (susceptible). The customer confirmed that there was a delay of > 24 hours in reporting results due to the repeat testing. There is no indication or report from the laboratory that the false resistant result or delay led to any adverse event related to the patient's state of health.